Manufacturer narrative:
The device was returned to the original equipment manufacturer and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during a percutaneous nephrolithotomy (pcnl) procedure. About seven minutes into the procedure the unit started smoking at the connection hub. An e40 and e50 error code was observed. The emergency stop button was pressed and the procedure was stopped. There was a large amount of burn back on the patient end of the fiber. The blast shield was checked and found to be in good condition. The procedure was completed with another device. There was no patient injury reported. In addition, the user facility reported that the unit was inspected before use and this unit has been used over a month for about fifteen other procedures without any issues. The physician is very familiar with the device. Before the operation of the laser system the remote door interlock cable for the door-mounting was verified that the micro-switch was connected to the rear panel of the laser system. The connection between the cord and equipment was secure. The laser fiber was properly inserted and the fiber was securely in the receptacle. The correct fiber information also appeared on the display. There were no other issues with any other products during the procedure

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: PMA/510k, if follow-up, what type and device evaluated by MFR. This complaint is related to (B)(4) where the laser fiber connector singing was observed. Software error 40 and error 50 are indicative of the debris in the laser path in that the system software detects contamination including that caused by singing due to heat buildup. Risk controls to prevent singing include detection of temperature error conditions from optical module and transitions to a safe system error state. Therefore, to prevent the heat build up to the level of singing of the fiber connector, software thresholds to detect this heat buildup were lowered. These software changes are captured in software v2.0. No further action is required.

Manufacturer narrative:
This supplemental report is being submitted to provide the UDI, evaluations result and conclusion codes and to update the method code.